Manufacturer narrative:
Correction: h6 - initial reporter occupation - should be "nurse" instead of "physician".

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing. No intervention was performed and the patient's experienced no consequences.

Manufacturer narrative:
Further information was requested, but not received.